Event description:
The device was used to deliver defibrillator energy to a pt. Sometime later in the use, the device allegedly froze and ceased to function. The observation or observations upon which this allegation was based was not reported. After approx 30 seconds, power to the device was cycled, which restored full device function. The reporter stated the alleged failure was not associated with a report of adverse pt affect. No additional event info was reported.